Manufacturer narrative:
This was a parts order made by the user facility, because of this, the user facility repaired and returned bed to service using their own personnel. Result: brake crank assembly not to specification.

Event description:
It was reported that the brake crank assembly was needed. No adverse consequence reported.